Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. The sample was visually and functionally tested. No defects were observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent. There was no patient involvement. No additional information is available.